Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.

Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer reported that the patient switched his onboard freedom batteries but the alarm did not resolve. The patient was in his car and unable to connect to the freedom car charger. There was no patient impact. The patient was subsequently switched to the backup freedom driver. Although the freedom driver exhibited a fault alarm, the driver continued to function as intended. This alleged failure mode poses a low risk to the patient because it does not prevent the freedom driver from performing its life-sustaining functions.